Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device disappeared during the unspecified therapeutic procedure. However, the image was recovered immediately and automatically. The procedure was completed with the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; the reported phenomenon was not duplicated. Power was turned on / off 50 times, and there was no abnormality. There was no abnormality inside. Checked in the log that no operation was performed that led to the reported phenomenon. The exact cause of the reported event could not be conclusively determined. However there was the possibility that the reported phenomenon was attributed to as follows, since the reported phenomenon did not reappear and it recovered naturally immediately after the phenomenon occurred, it is presumed that the problem was not caused by an abnormality in the device but was caused by a temporary failure to supply normal power for some reason.